Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected device test failed alarm or failed battery test alarm noted during testing. Pump error 63 alarm during self test and confirmed in the device history due to broken trace on keypad assembly. Device was received with faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump had hardware low level failure alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer reported that they performed self test and test did not pass. Customer reported that they received battery failed alarm. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.